Event description:
Reportedly, during patient use, a "low o2" alarm and a "high o2" alarm occurred during oxygen sensor calibration. Upon replacing the oxygen sensor, this issue was resolved. There was no medical intervention or adverse patient effects reported.